Event description:
Additional information received reported that the previously reported explant and replacement involved the lead. It was unclear if one or both leads were explanted and replaced.

Event description:
It was reported that the patient wanted to be reprogrammed. He was reprogrammed on (B)(6) 2011 and was doing fine. Additional information received reported that the patient experienced poor coverage and undesirable stimulation in the ribs when turning up the stimulator, and an x-ray taken (B)(6) 2011 showed that the leads had slipped to t8-t9. The patient was reprogrammed again on (B)(6) 2011. The device was replaced on (B)(6) 2011 and it was reported that the patient outcome was resolved without sequela as of that date. It was noted that the patient was reprogrammed again on (B)(6) 2011.

Manufacturer narrative:
Accessory: model 355531, lot# n291387, implanted: 2011 (B)(6), explanted: unknown, accessory: model 3550-39, lot# n299690, implanted: 2011 (B)(6), explanted: unknown, lead model 3778-60, (B)(4), implanted: 2011 (B)(6), explanted: unknown, lead: model 3778-60, (B)(4), implanted: 2011 (B)(6), explanted: unknown, programmer: model 37743, (B)(4).